Event description:
The pump was returned to the manufacturer when it was replaced. The return paperwork indicated the pump was being returned due to battery depletion. The battery depletion was reported to be caused by high voltage and continuous use. No pt injury was reported, and the pt was reported to have recovered without sequela. The pump underwent routine analysis. The pump was used to deliver morphine sulfate and bupivacaine.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. The serial number is included in the device identification range for the synchromed el pump motor stall due to gear shaft wear physician communication (dated august 2007).

Event description:
Additional information: the patient later reported she had been hospitalized for a stomach virus in (B)(6) 2007, that there was no pump alarms heard but after returning home from the hospital, the patient heard the pump alarming .the patient also indicated that when they went to have the pump refilled in (B)(6), they found out the pump was not working. The health care provider did a ''test'' on the pump in (B)(4) but was unsure what type of test; possibly a dye study or epi. It was noted that at that time the pump needed to be replaced. The patient further indicated that they did not have any further therapy or device issues at the time of the report.